Event description:
It was reported that a deflectable sheath was damaged during implantation of a cardiac pacing lead. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the catheter is in process; the results will be forwarded when available.